Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight not provided by reporter. Unknown when pain started. (B)(4). Implant date unknown, original implant of a short unknown trochanteric fixation nail ¿ advanced (tfna) took place approximately six weeks prior to revision. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery occurred due to patient pain. Surgery for the original implant of a short unknown trochanteric fixation nail - advanced (tfna) took place approximately six weeks prior to revision, specific implant date unknown. Patient experienced pain. Surgeon determined there was a fracture around the nail, and revision occurred on (B)(6) 2016 to replace with a longer nail. Parts were intact when explanted. There were no delays and surgery was successful. Patient outcome at end of surgery was good. No harm to patient. This report is 1 of 3 for (B)(4).